Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the while loading the cartridge with insulin no resistance was reported; however, 2 syringe needles broke. No additional details were provided. Customer was able to successfully load the cartridge.